Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213) enter investigation findings trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (jun18-jun19) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
On 08apr2021, it was observed that the previous aware date was incorrectly reported. The correct aware date should be on (B)(6) 2021 as this was the date in which the customer accepted the repairs for the iabp unit involved in this event.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had an issue with the touch screen panel as it was unresponsive to the customers interactions. The touch panel would not respond and the unit would not start therapy when the start button was pressed after placing the iab catheter. The unit was swapped out for a functioning unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Update fields: b4, d10, e1 (initial reporter), e2, e3, g3, g4, g7, h2, h3, h6, h10. A getinge service representative reported that the customer would not allow repairs to be performed to the iabp unit reported in this report, since they have not being satisfied with the evaluation results that were provided to them of another iabp (reported under mfg report number 2249723-2018-01303) in their facility. The getinge service representative has advised that due to their dissatisfaction with the results, they will delay in repairing this iabp unit and no expected date has been provided. At this time, no further action is required by the manufacturer. A supplemental report will be submitted if additional information becomes available. H3 other text : not returned to manufacturer.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had an issue with the touch screen panel as it was unresponsive to the customers interactions. The touch panel would not respond and the unit would not start therapy when the start button was pressed after placing the iab catheter. The unit was swapped out for a functioning unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the touchscreen assembly, coiled cord cable, and video generator board. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had an issue with the touch screen panel as it was unresponsive to the customers interactions. The touch panel would not respond and the unit would not start therapy when the start button was pressed after placing the iab catheter. The unit was swapped out for a functioning unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had an issue with the touch screen panel as it was unresponsive to the customers interactions. The touch panel would not respond and the unit would not start therapy when the start button was pressed after placing the iab catheter. The unit was swapped out for a functioning unit. No patient harm, serious injury or adverse event was reported.